Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received report (B)(4) from (B)(6) that a heater-cooler system 3t device was found to be contaminated with acid fast bacilli. There is no known patient involvement.

Manufacturer narrative:
H.10: through follow-up communication previous contamination complaints from the same hospital, livanova learned that the device was cleaned accordingly to the instruction for use and that it was placed outside the operating theater. No additional information is available on this specific case thus the root cause could not be determined. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.